Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the physician selected the target vessel, a contrast run was done and it was noticed that contrast was seeping out of the side of the apollo catheter. Nothing was coming out of the distal end because there was a hole/tear in the distal third of the apollo. The apollo and any accessories were prepared as indicated in the instructions for use (IFU). The apollo was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for a pre-surgical arteriovenous malformation (avm) embolization of the middle cerebral artery (mca) avm. The access vessel was the left mca with a diameter of 2mm. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
H3: product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the apollo micro catheter was returned for analysis within a shipping envelope, a primary plastic bio-pouch, and a secondary plastic bio-pouch. Damage location details: no damages were found with the apollo catheter hub. The apollo catheter body was found damaged (ruptured) at 10.0cm from the catheter distal tip. The apollo catheter detachable tip was found intact. No damages were found with the apollo catheter distal tip. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ and ¿catheter separation/break¿ reports were confirmed as the apollo catheter body was found ruptured. Possible causes of ¿catheter rupture¿ include injection when the distal portion of the catheter is kinked, prolapsed, or occluded, the wrong type of syringe to use with saline/contrast, or the use of a power injector. However, the cause for the rupture could not be determined. H6. Coding updated based on analysis findings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.